Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the aviva combo system within 5 minutes: 32 mmol/l and a result "between 7.0 mmol/l and 8.0 mmol/l." No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.